Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the style cell-dyn sapphire hemoglobin syringe "falled to home" error message occurred on a second cell-dyn sapphire hemoglobin analyzer at the customer facility. The customer stated the "failed to home" error message occurred 5 times about a week after the hemoglobin syringe was replaced. The customer stated that the hemoglobin syringe is very stiff when performing cleaning procedures. The customers observation of "failed to home" error message was resolved through an abbott field service visit to the customer facility. No impact to patient management reported.

Manufacturer narrative:
Cell-dyn sapphire hemaglobin syringe, concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02 the cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.